Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic valve, into a calcified annulus, inarticulate speech and paresis of the right lower limb were noted. Computed tomography (CT) was performed and did not indicate infarction. Two days later, magnetic resonance imaging (MRI) was performed and revealed a new finding of cerebral infarction. Medication administration and rehabilitation were performed. The symptoms were reported to be in remission. It was unknown if the cerebral infarction was related to the device. No additional adverse patient effects were reported.